Manufacturer narrative:
The customer did not return the contour plus link 2.4 meter for evaluation. Therefore, the device history record was reviewed for the suspected meter and no manufacturing anomalies were found. Based on the customer's allegation and historical data analysis, it was determined that the potential cause of the issue was due to a software problem.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.

Event description:
An advocate (customer's father) from poland called to report that they were unable to select polish language on the contour plus link 2.4 meter. The only options for english and spanish languages were available. The customer was able to perform blood glucose testing. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.